Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the coating on the connecting tube peeling off, other evaluation findings are as follows: the bending angle in the up direction did not meet the specification due to wear of the angle wire; the channel tube was broken and not waterproof; the charged coupled device unit was broken and causing blurred vision; the bending section cover adhesive was broken; there was water leakage corrosion on the control unit, the electrical connector, and the scope connector; a number of ultrasonic elements were lost due to breakage of the ultrasonic cable exceeding the standard; and there was an electrical continuity error due to water ingression. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera ultrasonic bronchofibervideoscope's video was blurring. This was found during preparation for a diagnostic procedure. The intended procedure was completed using a similar device, and there was no report of patient harm. The device was returned, evaluated and it was found that the coating on the connecting tube was peeling off (more than 1mm2). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.